Manufacturer narrative:
(B)(4). The reported particles were determined to be antioxidants on the surface of the bladder. Antioxidants are not particulate matter, it is the material of the reservoir which becomes visible on an inflated reservoir. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured between may 3, 2013 - may 6, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One unit was received with approximately 115 ml of fluid in the bladder. Visual and microscopic inspection of the returned unit shows no evidence of particulate matter in the device. The reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that there was a particle inside of a small volume folfusor at an unspecified location. This was noticed during filling of fluorouracil. There was no patient involvement. No additional information is available.